Event description:
Procedure: lower anterior resection: reportedly, during use, a part of the plastic name "valleylab" fell down on the patient. The surgeon was able to retrieve the fallen pieces and finished the procedure with the same instrument. There were no reported injuries or ill-effects to the patient.